Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's husband reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to an unspecified infection. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and diarrhea. The patient started chemotherapy (liver cancer) approximately 5 days prior, and it was determined the diarrhea was a byproduct of the chemotherapy causing the patient to contract clostridium difficile (c-diff). The patient¿s hypokalemia was due to medication non-compliance, as the patient failed to take her prescribed potassium medication. Additionally, the pdrn stated the c-diff was also contributing to the patient¿s hypokalemia as well. The patient¿s ascites is a chronic condition due to her liver failure and likely contributed to the patient¿s reported abdominal pain. While hospitalized the patient was also diagnosed with peritonitis (likely present prior to admission), which was presumed to be a touch contamination event due to the cultured organism being enterococcus faecalis, and the patient¿s recent bouts of diarrhea. The patient was treated with intraperitoneal (ip) ampicillin (dose, duration, frequency not provided) and is recovering from the serious adverse events. The patient continued to undergo ccpd therapy while hospitalized and was discharged on (B)(6) 2025. Following discharge, the patient resumed utilizing the same liberty select cycler without any reported issues. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by cloudy peritoneal effluent fluid and abdominal pain), which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene after using the restroom. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Enterococcus faecalis is a normal inhabitant of the human gastrointestinal tract, and peritoneal enterococcal infections are usually the result of a touch contamination event or from a probable gi source. According to the pdrn, the serious adverse events were related to a fresenius product(s) and/or device(s). Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's husband reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to an unspecified infection. During follow-up, the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and diarrhea. The patient started chemotherapy (liver cancer) approximately 5 days prior, and it was determined the diarrhea was a byproduct of the chemotherapy causing the patient to contract clostridium difficile (c-diff). The patient¿s hypokalemia was due to medication non-compliance, as the patient failed to take her prescribed potassium medication. Additionally, the pdrn stated the c-diff was also contributing to the patient¿s hypokalemia as well. The patient¿s ascites is a chronic condition due to her liver failure and likely contributed to the patient¿s reported abdominal pain. While hospitalized the patient was also diagnosed with peritonitis (likely present prior to admission), which was presumed to be a touch contamination event due to the cultured organism being enterococcus faecalis, and the patient¿s recent bouts of diarrhea. The patient was treated with intraperitoneal (ip) ampicillin (dose, duration, frequency not provided) and is recovering from the serious adverse events. The patient continued to undergo ccpd therapy while hospitalized and was discharged on (B)(6) 2025. Following discharge, the patient resumed utilizing the same liberty select cycler without any reported issues. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.